Manufacturer narrative:
B3: event date is unknown.  A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error 4224. Patient involvement is unknown.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was not duplicated. Preventative maintenance was performed. A cause of the reported issue could not be determined as the pump was functioning normally.